Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that image lost occurred. The target lesion was located in the 99% stenosed, moderately calcified and severely tortuous unspecified lesion. During percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used to visualize the vessel. During the procedure, after the device was inserted for a short while, image disappeared. The procedure was completed with another with same device. No patient complications were reported and the patient's condition is good. However, device analysis revealed an open hole at the sheath lap joint junction of the device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that the telescope assembly was not able to properly pull back, advance, and retract. Since the telescope cannot advance the transducer distal housing (tdh) to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. During flushing, fluid was leaking at the sheath lap joint junction between the blue sheath and clear imaging window tubing. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. No imaging core windup was found within the telescope section of the device. A hole between the clear imaging window and blue sheath tubing at the lap joint. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).